Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. Due to the horizontal aortic root, first deployment started deep in the left ventricular outflow tract (lvot), left coronary cups (lcc) remains -1 mm and non-coronary cusp (ncc) -3 mm. After re-sheathing, second deployment, the ncc -5 mm, lcc remained safely below the annulus. The length of the membranous septum was <3 mm and the valve stent opens well. At end of the procedure, the patient starts coughing. The patient was well and asymptomatic throughout the procedure. The patient developed pulmonary edema and is connected to continuous positive airway pressure (CPAP) and 20mmg furesis was given intravenously (i.v). On first postoperative day, ultrasound and transthoracic echocardiogram (tte) imaging showed patient had severe para- and transvalvular leak. That caused worsening of heart failure and patient was decided to operate on 2nd postop day. A open surgery was performed and navitor valve was successfully removed. The patient was reported stable.

Event description:
N/a .

Manufacturer narrative:
An event of perivalvular leak (pvl), central regurgitation, heart failure, and pulmonary edema was reported. The device was returned to abbott for investigation and found the valve to be in a dehydrated state. No other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart failure appears to be a cascading effect of the aortic valve regurgitation and pvl. However, the reported central regurgitation and pvl could not be conclusively determined. The cause of the reported pulmonary edema could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances, as medication was administered, and open-heart surgery was performed to remove the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.